Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic following replacement of the rv lead, multiple stored episodes of non-sustained rv oversensing (nsrvo) were observed upon device interrogation. The rv lead was working well, although the capture threshold varied depending on if the patient was sitting or in the supine position. Rv lead noise was not reproducible with any form of isometric exercises, pulling and pushing movements, deep breathing, or coughing. The nsrvo was likely due to myopotential oversensing and not true lead noise. The myopotential oversensing was unable to be consistently reproduced with coughing, deep breathing, or isometric exercises. Programming changes were made. The patient was stable and had no complaints before, during, and after the event and will continue to be monitored.